Event description:
Physio-control is investigating reports of improper execution of the replace battery warning indicator which may cause depleted batteries to be more difficult to detect possibly resulting in delay of therapy if the battery is found completely depleted during use of the device on a pt. There have been no pt related events reported related to the reported problem.